Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The baxter technical service representative (tsr) helped the caregiver (cg) to clear the error and check the setup. The cg found a supply bag disconnected during dwell state. The home patient (hp) would complete therapy with a manual when he returned home. The hp was traveling to see his family at that point. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the caregiver (cg) found a supply bag disconnected during dwell state. The cause was undetermined. This issue is being investigated through CAPA.